Event description:
It was reported that "patient was unstable, dr. Examined and decided to revise, ended up falling and fracturing lower part of her leg, below the product. Was planted and fixed. At about 3 months later, it was revised. The femoral component had subsided."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device, (including x-rays and medical records) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.